Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/14/2025, a sales representative reported via (B)(4) that an ar-9236-02pp univers vaultlock¿ glenoid trial broke. This occurred during a case on (B)(6) 2025. The fragment was retrieved. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure can be attributed to wear and tear incurred over repeated usage.